Manufacturer narrative:
A ge service representative performed an on site investigation. The leg extension and release cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system foot pedal intermittently did not work during a case. No patient injury was reported.